Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and prime test. The insulin pump was received stuck in a motor error alarm during bolus or basal delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported receiving a motor error alarm on the insulin pump during priming. Customer's mother stated that the insulin pump automatically rewinds, primes, and returns a motor error when the act button is pressed. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 86 mg/dl at the time of the call. No further information was provided.